Event description:
It was reported that the patient presented in the emergency room. Interrogation showed that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. Programming changes were made. The patient's condition was stable.